Event description:
There is a safety scalpel in this central line kit. We were told by the rep that it was included to comply with osha requirements. On at least 7 occasions, I have personally found the blade of the retractable safety scalpel exposed in the tray when I went to use it. Others in my anesthesia group have had the same experience. I have been reporting this to the arrow rep for well over a year. She has spoken to her supervisor, who reports that the co has never had such a complaint. They found it hard to believe that this could occur. We warned the anesthesia providers in our group as we take care of high risk pts like anesthesia for liver transplants who are hep c positive. My complaints to the co have continued. In july, the vp for sales for arrow came to our hosp to meet with me to discuss this issue. He reported back to me today that, indeed, arrow has rec'd 9 formal complaints dating back to 2001 on this very issue. He said there was a product design change in 2003, but the complaints still came in from the field. In 2004, they instituted a 100% inspection of the safety scalpels prior to insertion into the trays. The complaints still came in. In the last 45 days, he says that there was formal testing performed. He said that when the scalpel is dropped on the ground, the retracted blade becomes exposed. He said that implies that during the boxing and shipping of the trays, the blade could become exposed. In addition, he said that they tested the trays during the sterilization process, using clear see-through wrapping, and found that the retracted blades also had an incidence of becoming exposed. On questioning, he told me that the end users i.e. The physicians and nurses, were not warned about this potentially deadly defect in the scalpel. Also, he said that the FDA was not notified about this problem. With this in mind, I do not have any confidence that arrow has the safety of the caregiver as a priority. Therefore, I have made this report.